Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. It was unknown if the patient was connected at the time of the event. This occurred during an unknown cycle of peritoneal dialysis (pd) therapy. During the troubleshooting, there was a leak from an unknown location during use of a homechoice cassette; further described as ¿liquid under the cycler." There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.